Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high resolution stereo viewer (hrsv) monitor was analyzed and failure analysis investigation replicated the customer reported complaint. The monitor was installed on the right side of the printed circuit assembly (pca) test system. The system powered on and booted up with no issues, except the right eye monitor was dead. No images were being shown on the right eye of the surgeon side console (ssc).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system had an issue with the right eye of the surgeon side console (ssc) and showed verticals lines on the monitor. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested the customer to check on the vision side cart (vsc) screen. The customer confirmed that the vsc images were good in the left and right eye. The tse suggested to power cycle the system. The surgeon was not willing to perform the power cycle. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the customer did not notice any vision issue. The system initially powered on without errors. The technical support was contacted but the customer did not perform any troubleshooting due to surgery in progress. The procedure was completed robotically with original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.